Manufacturer narrative:
Date of event: exact date unknown, event occurred four months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty communicating the ipg to the remote control. The patients ipg was explanted and will not be returned.